Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and active current test. Device failed sleep current test. High sleep current isolated to electrical board. Power error due to connector resistance issue. Hardware low level failures error alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. No unexpected error 131 alarms noted during testing and was not found in the formatted history file.